Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm during our testing. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed excessive no delivery alarms. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump alarmed during manual prime. Customer was able to clear alarm but the pump alarmed again. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.